Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for fna. The physician attempted to remove the device from the endoscope after puncturing the target site, but it could not be removed since the needle was bent. There have been no adverse effects to the patient reported. (B)(6) 2017: updated with correct information ((B)(6)). The device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. After needle advancement, the needle was retracted into the sheath in order to remove the device from the endoscope. The physician rotated the distal luer lock to disconnect the device from the endoscope, but the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. (B)(6) 2018: updated with correct information ((B)(6)). The device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. The first biopsy: the needle was retracted into the sheath after puncturing the target site, then the device was removed from the endoscope to collect specimen. (*the user felt a difficulty in attaching the device to endoscope already at the first biopsy.) The second biopsy: the physician inserted the device into the endoscope again for the second biopsy after the first biopsy and rotated the distal luer lock in order to attach the device to the endoscope again. However, because the distal luer lock kept rotating and could not be connected to the endoscope properly, the physician tried to detach the device without performing the second biopsy. However, this time, the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. <(B)(6) 2018: trackwise is updated ((B)(6)) on (B)(6) 2018, the broken needle was discovered during physical investigation in the lab. Additional information received (B)(6) 2018: ¿the physician was not aware that the needle was broken, so he did not scan the patient. According to him, the needle was not broken when collecting specimen from the needle at the first biopsy. The second biopsy was not performed due to the event. Judging from the situation, the physician thinks that it is unlikely that the missing segment of the needle remains inside the patient."

Event description:
The device was used for fna. The physician attempted to remove the device from the endoscope after puncturing the target site, but it could not be removed since the needle was bent. There have been no adverse effects to the patient reported. 13/dec/2017: updated with correct information (B)(4): the device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. After needle advancement, the needle was retracted into the sheath in order to remove the device from the endoscope. The physician rotated the distal luer lock to disconnect the device from the endoscope, but the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. 15/jan/2018: updated with correct information (B)(4): the device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. - the first biopsy: the needle was retracted into the sheath after puncturing the target site, then the device was removed from the endoscope to collect specimen. (*the user felt a difficulty in attaching the device to endoscope already at the first biopsy.) - the second biopsy: the physician inserted the device into the endoscope again for the second biopsy after the first biopsy and rotated the distal luer lock in order to attach the device to the endoscope again. However, because the distal luer lock kept rotating and could not be connected to the endoscope properly, the physician tried to detach the device without performing the second biopsy. However, this time, the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. <24/jan/2018: trackwise is updated (B)(4): on 9/jan/2018, the broken needle was discovered during physical investigation in the lab. Additional information received 15-jan-2018: ¿the physician was not aware that the needle was broken, so he did not scan the patient. According to him, the needle was not broken when collecting specimen from the needle at the first biopsy. The second biopsy was not performed due to the event. Judging from the situation, the physician thinks that it is unlikely that the missing segment of the needle remains inside the patient."

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). 13/dec/2017: updated with correct information: the device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. After needle advancement, the needle was retracted into the sheath in order to remove the device from the endoscope. The physician rotated the distal luer lock to disconnect the device from the endoscope, but the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. 15/jan/2018: updated with correct information: the device was used for fna on a patient with suspected aip (autoimmune pancreatitis). The device was advanced through the accessory channel of endoscope and the needle was advanced to the pancreatic body via the stomach. The position of the endoscope was straight during biopsy and there was no difficulty such as tortuosity observed. - the first biopsy: the needle was retracted into the sheath after puncturing the target site, then the device was removed from the endoscope to collect specimen. (*the user felt a difficulty in attaching the device to endoscope already at the first biopsy.) - the second biopsy: the physician inserted the device into the endoscope again for the second biopsy after the first biopsy and rotated the distal luer lock in order to attach the device to the endoscope again. However, because the distal luer lock kept rotating and could not be connected to the endoscope properly, the physician tried to detach the device without performing the second biopsy. However, this time, the luer lock kept rotating and it could not be disconnected. Therefore, he pulled the device forcedly, then it was disconnected from the endoscope. Another manufacturer's device was used instead for biopsy to complete the procedure. There have been no adverse effects to the patient reported. 24/jan/2018: trackwise is updated: on (B)(6) 2018, the broken needle was discovered during physical investigation in the lab. This complaint is created to address the failure. Additional information was received 13 december 2017:¿ the distal leur lock was centered when it was attached. The user tightened the distal luer lock once since the lock got slightly loosened during needle advancement and retraction. When the lock was tightened, the user did not feel resistance or anything wrong. Here is an additional comment from the physician. The physician has felt that cook's procore does not fit endoscope smoothly in the center and he requests improvement of the product so that they will be able to attach luer-lock to endoscope smoothly in the center. No damage was noted. However, the physician might not have checked it carefully. Lab evaluation: 1x echo-hd-3-20-c from lot number c1346705 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted, the device was returned in a plastic bag. The stylet was fully in place, there was no needle exposure. The needle tip was broken. The needle measures approximately 169.6cm. The needle advances and retracts without any issues. The stylet can be reinserted was a little stiff due to the break. It was noted the luer was off centre. The original pr investigated the issue with the luer this pr will investigate the broken needle. The customer complaint is considered to be confirmed as the needle is broken. The possible root cause for this issue is that excessive force may have been applied when attaching the device onto the scope, also the device was used while loose on the scope this could have contributed to the failure. Additional information revived the 15th january 2018: ¿the physician was not aware that the needle was broken, so he did not scan the patient. According to him, the needle was not broken when collecting specimen from the needle at the first biopsy. The second biopsy was not performed due to the event. Judging from the situation, the physician thinks that it is unlikely that the missing segment of the needle remains inside the patient. However, he will review the images to confirm if there is the segment inside the patient.¿ the manufacturing records of the device involved in this complaint for lot# c1346705 was reviewed and there are no discrepancies that could have led to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1346705; upon review of complaints this failure mode has not occurred previously with this lot # c1346705. Prior to distribution all echo-hd-3-20-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0077-4, advises the user to ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.